Event description:
While interrogating the device, it was observed that a capacitor maintenance occurred on 03/03/1999 and indicated a prolonged charge time. Two additional capacitor maintenance charges were consulting and values showed normal charge times. After consulting with st. Jude medical technical service, the doctor made a decision to explant the device.